Event description:
It was reported the procedure was to treat an extremely calcified lesion in the left superficial femoral artery. The 7.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced for post dilatation of a stent however ruptured during the first inflation at 8 atmospheres (atm). The bdc was removed without issue. A second armada 35 of the same size was advanced however again ruptured during the first inflation at 11 atm. The bdc was removed without issue and the procedure completed with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the extremely calcified anatomy such that the balloon became damaged (scratched) and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.